Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The date of implant and revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, severe pain suffering and inconvenience, both past and future lost wages, impairment of the power to labor and earn, medical expenses and the likelihood of future medical expenses. Patient has already undergone and will likely undergo future revision surgeries.

Manufacturer narrative:
Rejected--duplicate of 1818910-2011-15777.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.